Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 a1, a2 cubie pockets duplicate address were detected. However, there were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server drawer 5 a1, a2 cubie pockets duplicate address were detected. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes d4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device catalog, medical device model, concomitant med prod data and medical device brand name upon investigation of the actual device this incident, it was determined that the drawer 5 a1, a2 cubie pocket duplicate address detected. A field service engineer (fse) had replaced the row board tray and swapped row a with row b and there appears to be something liquid spilled on the rowboard. The station was rebooted, and functionality was tested; the hardware test application (hta) completed successfully, and everything operated correctly in hta. However, once the application was launched, the same error message appeared: duplicate address detected, despite no cubies being present. The fse then replaced the drawer board, reseated all cables and wires, and rebooted the station. In the application, under storage space configuration, the fse configured drawer five on the main, but the same error message duplicate address detected persisted. Fse attempts to replace cubie were unsuccessful. The fse called technical support specialist (tss) for assistance in resolving the error message. Tss had dialed in to the server, opened ssms (sql server management studio), and run the query from the knowledge article manually unloading storage spaces: es 1.6.x¿1.11.x. The affected pockets did not exist in the station. The tss cleared the bogus entries on both pockets the fse later confirmed that the issue was resolved by the tss and verified that the site and drawer were functioning at that time. The system functioned as intended after the field service engineer repaired the device.